Manufacturer narrative:
The reported fast-fix 360 curved needle delivery systems, intended for use in treatment, has been returned for evaluation. Only the construct was returned. Examination of the construct showed the distal end of t1 has been broken off and was not returned. The suture and t2 show no abnormalities. Without the return of the delivery device a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t1 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending/flexing of the delivery needle during attempted deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Based on the limited information provided the root cause of the t1 breakage could not be determined. It is unclear if the instructions for use where adhered to however, it does caution that ¿if the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the t1 anchor is implantable so biocompatibility is not an issue. Since it is unknown if the broken piece was retained, the patient impact beyond local irritation/discomfort, and/or migration cannot determined. No further clinical/medical assessment is warranted at this time.

Event description:
It was reported that during the surgery the t1 could not be deployed when the knob was pressed. The surgeon checked the device outside the joint and t1 came out of the needle. No patient injuries or delay reported. Back up device was used to complete the surgery. Results of have concluded that the distal end of t1 has been broken off and this means that the event may necessitate medical or surgical intervention, such as retrieval of device fragments from the operative field which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.